Event description:
The hosp reported that during a coronary artery bypass procedure, when the user went to fire the aortic cutter, it fell apart. The case was completed using a competitor's device. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the plastic casing was split open on both sides. Based upon the received condition of the device, the reported complaint "cutter cracked" was confirmed. Internal file number - (B)(4).